Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Device evaluation: the reported condition was confirmed during device evaluation. The assignable cause was identified as a defective/inoperative force sensing resistors (fsrs). The fsrs were replaced on-site to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump that presented "f38" alarm. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.